Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 18ga 1.16in (1.3 x 30 mm) experienced device damage/deformation while still considered operable. The product defect was noted during use. The following information was provided by the initial reporter: material no: 382544 batch no: unknown. Nursing reported a product failure for two sizes of IV catheters 18g.